Event description:
It was reported that the patient had a reaction during the flushing of 2nd lumen after the stylet was removed from the first lumen. Red lumen was flushed first, purple lumen was flushed second. Patient was flushed in the face 15 to 20 seconds a c/o "head pressure". No sob no cp. No dizziness. Resolved after 2 to 3 minutes. V/s stable.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rexa1086 showed no other similar product complaint(s) from this lot number.